Event description:
The patient's mother reported that the patient experienced a few seizures on (B)(6) 2013. The patient's mother reported that the patient's seizures have lasted much longer than normal and that the patient experienced more seizures that than than typical. The patient's mother reported that the increase was not above the patient's pre-vns baseline frequency. The patient's mother scheduled an appointment with the neurologist. Attempts to obtain additional information have been unsuccessful to date.